Event description:
It was reported "helium loss alarm on load simulator when testing pump in bio-med. Supspect internal leak. Not happening with another pump". Additional infomation states that the aboved refrenced testing happend after the pump experieneced multiple helium loss alarms on a patient. The staff switched pump consoles to continue therapy. No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss alarm on load simulator when testing pump in bio-med. Supspect internal leak. Not happening with another pump". Additional infomation states that the aboved refrenced testing happend after the pump experieneced multiple helium loss alarms on a patient. The staff switched pump consoles to continue therapy. No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the pump assembly was performed, and dried blood was noted inside the bellow port, cold trap port the outlet port. Due to blood contamination, no further functional testing can be performed. Visual inspection of the pcs assembly internal hardware was performed. Dried blood was noted inside the manifold, the vent valve v1, and the drain valve v4. Note: blood can only enter the iabp from an iab that develops a leak. The IFU states: "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "helium loss alarm" is confirmed. Dried blood was noted inside the pcs assembly which potentially created a blockage inside the pneumatic system. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the dried blood buildup inside the pcs assembly. The root cause of how the dried blood entered the pump assembly is undetermined. No further action required at this time. This will be monitored for any developing trends.